Event description:
A report was received that a healthcare worker (hcw) experienced difficulty breathing and mild headache for one day and skin irritation and redness of the eye for one week. The hcw was treated with antihistamine and an unspecified medication to reduce skin irritation. Per information received through the affiliate, two hcws process about 80-100 endoscopes per day in a large, open tub-like container. The scopes are precleaned with a soap solution, followed by immersion of the scopes in the tub filled with cidex opa. After immersion of the scopes for 5 minutes in cidex opa,the scopes are removed and rinsed with sterile water. While the product IFU is the same as the us product IFU, it appears that the facility was not completely following the recommended steps for manual disinfection. The small sterile processing room has a hood way above the open tub of soaking scopes. There is an exhaust fan above the hood. The window in the room is kept open. The number of air exchanges in the sterile processing is unknown. The customer was advised to keep the disinfecting tub closed, to increase the # of air exchanges but the customer did not seem receptive. It was felt that closing and opening the tub for disinfection between uses would reduce their efficiency. The facility is also located in a zone where the temperature is on the higher side than the rest of india. The facility has since changed to cidex brand glutaraldehyde base, and they are happy with the change.

Manufacturer narrative:
Reference MDR# 2084725-2009-00437.